Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and barbed suture was used. During the procedure, it was reported that the needle tip broke. The broken needle tip was found to remain under the skin. There was no problem with the patient¿s condition. The patient is being followed up because it is unlikely to affect motor function. Additional information has been requested.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what is the procedure date? No further information is available. What is the lot number? No further information is available. Did the surgery was completed successfully? It was not noticed during the surgery, but when an x-ray was taken after the surgery, the broken needle tip was found to remain under the skin. If yes what was used to complete the procedure? Were x-rays taken to locate the needle piece(s)? Yes. What tissue structure is it located? Size of the needle piece retained the broken needle piece was found under the skin. Size is unknown. Are any plans in place to remove the needle piece in future? No. The patient is being followed up because it is unlikely to affect motor function. What is the surgeon's opinion of consequences to the patient? No further information is available. Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. What is current condition of the patient? There is no problem with the patient¿s condition. Are there any photo available for visual analysis? No photos are available. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m.